Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device produced high defibrillation testing. Troubleshooting included implanting a new right ventricular (rv) lead in order to provide appropriate therapy to the patient as the suspected cause of the high defibrillation testing was attributed to the rv lead. The rv lead was then explanted and replaced. No additional adverse patient effects were reported.